Manufacturer narrative:
Osteotec has determined that historical complaints relating to the osteotec silicone finger implant should have been reported as an MDR event. While submitting this report as a precautionary measure, osteotec believes the incident stemmed from damage to the implant from forceps, not a material defect in the medical grade silicone implant itself. The surgical technique advises surgeons "atraumatic forceps should be used to avoid damaging the implant" to ensure correct forceps are used. Due to explanted device not being returned, it was not possible to conduct a full investigation. Having reviewed the historical records for this device, there are no trends that indicate the device or lot have any unusual characteristics. Complaint trending across the ostf product family identified two other fracture complaints associated with the same 2021 manufacturing order; however, no systemic manufacturing, material, or design issue was identified. No new risks were identified, and no further remedial actions are required at this time. We will continue routine post-market surveillance and trending.

Event description:
Dr (B)(6) removed fractured silicone finger implant from a patient that fractured within 2 weeks of implantation. The implant was replaced with a smith & nephew volar implant.